Manufacturer narrative:
The field service engineer (fse) evaluated the instrument on 7/28/2015. The fse found that the tubing through pinch valve vl64 was faulty and was leaking. The fse replaced the tubing, which repaired the leak. The repairs were verified per established procedures. The beckman coulter internal identifier for this event is (B)(6).

Event description:
The customer reported a leak from the random access module of the coulter lh 750 hematology analyzer while performing maintenance. The volume of the leak was about 15 ml and was contained within the instrument. The customer was wearing personal protective equipment (ppe) consisting of gloves and a laboratory coat at the time of the occurrence and there was no report of injury or direct exposure to the leak. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.